Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(6) 2015: report was delayed due to an esg issue. Ticket (B)(4) was opened on (B)(6) 2015 and not resolved until (B)(6) 2015.

Event description:
The patients were implanted with competitor products, coloplast restorelle and pelvic mesh product (fph) unknown. Later the patients experienced mental and physical pain and suffering, sustained permanent injury, permanent & substantial physical deformity and have undergone and will undergo corrective surgery or surgeries.